Event description:
It was reported a security wand did something to the implantable neurostimulator (ins) about 5-6 years prior to the report. The security wand caused the ins to not work and the patient had to get a new implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: extension; product ID 37702, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).